Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir does not lock into place. His blood glucose is unknown. The customer said that there are cracks around the reservoir compartment and was not sure how they got there. He was advised to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The pump will be returned for analysis.